Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty advancing and removing the device could not be replicated in a testing environment as it was based on operational circumstances. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. It was reported by the account that the bdc interacted with the moderately calcified anatomy resulting in the reported difficulty advancing and removing of the device in the anatomy. In this case, it is likely that the balloon interacted with the challenging anatomy, resulting in the ruptured during inflation. Additionally, during removal there was resistance as the ruptured balloon material likely interacted with the patient anatomy causing the reported separation. Additional treatment with a snare device was performed to remove the separated portion of the device. The investigation determined the balloon rupture, separation, difficulty advancing and removing the device from the anatomy and unexpected medical intervention appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat moderately calcified left common iliac artery. The 7.0x60mm armada 35 balloon catheter was advanced with a 7fr sheath; however, resistance was felt during advancement with anatomy. Once at the lesion, the balloon was inflated and ruptured at 4 atmospheres during the first inflation. During removal resistance was felt with anatomy while withdrawing into the sheath and the distal tip separated. The separated tip was removed via snare. An unspecified device was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.